Manufacturer narrative:
Manufacturer narrative: elevated introcular pressure, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced elevated intraocular pressure. The lens was explanted and the problem was resolved.